Event description:
Boston scientific crm received information that this right atrial lead exhibited high threshold measurements. The programmer noted impedance measurements of nr. The lower rate limit was adjusted and impedance measurements were appropriate. It was also noted that the lead had a difficult time staying in the patient's tissue due to prior chemotherapy and radiation. This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.